Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with mild abdominal pain and a computed tomography (CT) was performed. A vena cava filter was noted approximately 1.3 cm inferior to right renal vein. The distal tip of the filter was tilted dorsally approximately 15 degrees abutting the posterior wall. There does not appear to be perforation. The perforating struts appear to be in good position. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt, as the medical records state that the filter was tilted by approximately 15 degrees. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforate beyond the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.